Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 2 weeks after the dental implant was installed in intraoral regions #28, it was verified its non-osseointegration. The patient presented bone type I.